Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false repeat reactive architect hbsag qualitative and positive architect hbsag qualitative confirmatory results generated for a dialysis patient sample generated on serial number(B)(6). The following data was provided (customer¿s reference range >/=1.0 s/co is reactive): sample ID (B)(6) initial result on analyzer isr54058 = 3.29 s/co sample was aliquoted, centrifuged, and reran in duplicate on same instrument. Results = 0.2 s/co, and 0.18 s/co. The overall interpretation of the result generated on the analyzer (B)(6) is non-reactive. Doctor added on a hepatitis panel to the same sample, which was run on another architect instrument, serial number (B)(6). Hbsag result = 3.79 s/co sample was aliquoted, centrifuged, and rerun in duplicate on same instrument. Results = 2.2 s/co, and 2.04 s/co confirmatory neutralization test on isr52760 = 98% viral load testing = undetected no impact to patient management was reported.

Event description:
The customer observed false repeat reactive architect hbsag qualitative and positive architect hbsag qualitative confirmatory results generated for a dialysis patient sample generated on serial number (B)(6). The following data was provided (customer¿s reference range >/=1.0 s/co is reactive): sample ID (B)(6). Initial result on analyzer (B)(6) = 3.29 s/co. Sample was aliquoted, centrifuged, and reran in duplicate on same instrument. Results = 0.2 s/co, and 0.18 s/co. The overall interpretation of the result generated on the analyzer (B)(6) is non-reactive. Doctor added on a hepatitis panel to the same sample, which was run on another architect instrument, serial number (B)(6). Hbsag result = 3.79 s/co. Sample was aliquoted, centrifuged, and rerun in duplicate on same instrument. Results = 2.2 s/co, and 2.04 s/co. Confirmatory neutralization test on (B)(6) = 98%. Viral load testing = undetected. No impact to patient management was reported.

Manufacturer narrative:
Update to section h4 - device mfg date: updated from blank to 8/1/2013. Section d10 - concomitant product added: arc, probe, 08c94-47, unknown. The field service representative (fsr) inspected the instrument, performed extensive troubleshooting, and found the reagent 1 probe was loose. The fsr replaced and calibrated the arc, probe, which resolved the issue. The fsr also noted that many samples were of poor quality with clots, and issues with sample integrity could not be ruled out. The module function was verified with a control/precision run. Return testing was not completed as returns were not available. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review for (B)(6) verified no additional service tickets associated with discrepant/erratic results. A review of tracking and trending for the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the arc, probe did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i2000sr for serial (B)(6) or the arc, probe, was identified.